Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultrasmart meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 12pm on (B)(6) 2017. The patient manages their diabetes with x2 500mg metformin pills, 36 units of toujeo insulin and 70 units of humalog insulin (22 units in the morning, 22 units in the afternoon and 26 units in the evening) per day and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that at 3pm on (B)(6) 2017 they developed the symptoms of ¿frequent urination, headache and blurry vision¿; symptoms which the patient associated with hyperglycemia. In response to these symptoms the patient self-treated by taking an additional 20 units of humalog insulin at 8pm on (B)(6) 2017. The patient also reported measuring their blood glucose on another unspecified device at this time and obtaining a result of ¿387mg/dl¿. At the time of troubleshooting the cca noted that there was no misuse of the product and this was not the first time the product had been used by the patient. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.